Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The report of the receiver initializing without manual restart could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. Receiver functional tester: passed all relevant testing. The receiver download did not showed anything related to the customer complaint. The customer's complaint was not confirmed because there is no indication of an initializing screen without manual restart. The reported event of initializing screen without manual restart was not confirmed. A root cause could not be determined.